Event description:
Per complaint 43868, the doctor attempted an implant placement on (B)(6) 2018. The implant was torqued to 40ncm at placement during the osteotomy. After which, the doctor was unable to separate the fixture mount from implant resulting in the removal of the implant. A different implant was placed without complications ensuing no adverse patient impact.